Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. G4: device is not distributed in the united states, but is similar to device marketed in the USA. H3, h6: manufacturing location: monument. Manufacturing date: 17-january-2023. Part: 04.503.442.04c, 2.4mm ti matrixmandible screw self-tapping 12mm. Lot: 4014p98 (non-sterile). Seven pieces were scrapped at final inspection, for discolored anodize in the drive. Production order traveler met all inspection acceptance criteria apart from the seven pieces noted. Inspection sheet, inspect dimensional / final inspection met all inspection acceptance criteria apart from the seven pieces noted. Packaging label log (pll) was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part: 21015, tialnbri4.00. Lot: 805p447. Inspection instruction met all inspection acceptance criteria. Certified test report supplied by perryman company was reviewed and determined to be conforming. Lot summary report met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. Photos were provided for review. The photo investigation revealed that the thread of the screw implant was peeling off. This condition of the device can be consistent with a component failure that was caused by exposure to unintended forces while usage. The product was returned to depuy synthes for evaluation. Visual inspection of the returned device found that the threads of the implant were peeled off. Broken fragment was not returned for analysis. Additionally, evidence of a foreign substance was observed, most likely being a biological residue from surgical procedure. The observed condition was consistent with a component failure that was caused by exposure to unintended forces while usage. Matrixmandible surgical technique was reviewed and the following relevant statements were found at page 5: these devices can break intraoperatively when subjected to excessive forces or outside the recommended surgical technique. While the surgeon must make the final decision on removal of the broken part based on the associated risk in doing so, we recommend that whenever possible and practical for the individual patient, the broken part be removed. Do not use excessive force during screw insertion. Do not overtighten screws. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the matmand scr ø2.4 self-tap l12 tan 4u I/c would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. The drawings reflecting the current and manufactured revisions were reviewed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient underwent an unknown procedure on (B)(6) 2024. When inserting the screw, it was noted that the screw's threads peeled. The screw was removed from the patient. Another device was used to complete the surgery. There were no adverse consequences to the patient. Procedure was completed with no delay. This report is for a matmand scr ø2.4 self-tap l12 tan 4u I/c. This is report 1 of 1 for (B)(6).